Event description:
Per the surgeon, the patient was explanted due to extrusion of the device. The patient was explanted 2009, and there are no plans for reimplantation at the time of this report 2009.